Event description:
The rptr stated that she did a meter to lab test comparison, side by side. The meter reading was 250 mg/dl, and the lab test result was 140 mg/dl. She did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8